Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during an unknown procedure performed in about 2005. According to the complainant, since the mesh was implanted to the patient, she has suffered severe pain, urinary tract infection (uti), and recurrent prolapse and incontinence. In 2016, the mesh was removed from the patient. It was also reported that the patient is now disabled. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.